Event description:
It has been reported to philips that the emergency stop button was hit in error. When the system was restarted the c-arm would not move. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a treatment which was delayed less than 30 minutes and completed by restarting the system. The philips remote service engineer (rse) analyzed the system log file and found that following the activation of the emergency stop button, a geometry restart was initiated, along with multiple warm and cold restarts occurring intermittently throughout the process. Subsequently, operational irregularities were detected on the arm circuit board during the startup phase. The rse insisted to the customer hold on until the shutdown was complete. After a proper shutdown, the system was restored to operational status. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue occurred due to the wrong operation. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.